Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic, loss of capture was observed. Lead dislodgement was noted. The lead was explanted and replaced with no complications. The patient was stable during the procedure and was doing fine post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.